Manufacturer narrative:
Device evaluation of electrode belt sn (B)(6) has been completed. The reported problem (damaged cable, ¿add gel/replace belt¿ messages, can connection/service code 204) was confirmed due to the cable connecting the distribution node (dn) to the rear therapy electrodes being pulled from the strain relief, damaging wires in the cable. The belt did not pass falloff testing. The root cause for the strained cable was unable to be positively identified. Investigation underway. See (B)(6). There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing "add gel/replace belt" messages, can connection status/service code 204, and the electrode belt cable was damaged.